Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation, however a picture was provided. Visual examination of the picture noted that the two segments shown do not appear to be related to reported item. The picture was compared with components listed in product drawing and no matches were able to be made. The batch record was reviewed and the batch met and passed all release criteria and tests. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. Retained units for batch 0061759419 passed internal testing. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed. This follow-up is being filed to correct the b. Braun medical internal report number. The number has been corrected to (B)(4).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation, however a picture was provided. Visual examination of the picture noted that the two segments shown do not appear to be related to reported item. The picture was compared with components listed in product drawing and no matches were able to be made. The batch record was reviewed and the batch met and passed all release criteria and tests. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. Retained units for batch 0061759419 passed internal testing. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reports, leaking at bottom of hand pump while squeezing, required set change. No patient injury reported.